Event description:
The following has been reported: neonatal intensive care unit, the syringe pump, in use on a patient (a newborn), was delivering 0.5 ml/h of sufentanyl. During the monthly power cut at 6am. The battery alarm sounded twice. The alarms were validated by the nurse and did not sound again. Power was restored within a few seconds. At around 06:40am, the pre-alarm sounded for the end of the infusion, and this is when the nurse realised that the flow rate had dropped to 8.5 ml/hour. The nurse confirmed that she had never changed the flow rate. The syringe pump was stopped immediately. Doctors informed and child taken into care immediately, who had received an overdose of sufentanyl. Reporting as a conservative measure (uncommanded change in flow rate). No adverse event information reported. More information is needed to complete the investigation.